Event description:
It was reported that there were air bubbles present in the infusion set tubing between the t:lock and the patient, occurring 15 times within a two-month span. The customer's blood glucose value was displayed as "high" due to the issue, but a specific value was unknown. The customer attempted to address the high blood glucose by administering a correction bolus using the pump. A new cartridge was loaded allowing customer to resume insulin therapy.